Manufacturer narrative:
No issue present with the results provided; the difference is within expected variations between measurements. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys anti-sars-cov-2 result for one patient with cobas e 801 module serial number (B)(4). The initial result was 1.00 coi (reactive) with a data flag. The repeated result was 0.994 coi (non-reactive). The questionable result was not reported outside of the laboratory. The repeated result was deemed correct. This MDR is being submitted in an abundance of caution.